Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. Pentaray nav eco catheter, model # d128211, lot # 17647087l. Soundstar eco catheter, model # 10439011. Lasso nav spithandle catheter, model # d134302, lot # 17641512l. Unspecified non-bwi 20-pole catheter. (B)(4).

Event description:
It was reported that a patient underwent a 2nd ablation session for atrial fibrillation/atrial flutter with a smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, after access was established, the cs catheter was positioned in the coronary sinus and the non-bwi 20-pole catheter was positioned in the ta (undefined). Cti block line completion was confirmed via differential pacing. Transseptal puncture and soundmerge were performed. After lag (undefined), the pentaray catheter was connected to the carto and alert 116 populated. Cable was exchanged and the issue resolved. Left atrial voltage map was created using the pentaray catheter. All 4 pulmonary veins required re-isolation. The left pulmonary vein posterior was ablated from the left atrial roof to the bottom via dragging method using 20-25 watts with contact forces ranging from 5-50 grams. There were several episodes of momentarily high contact forces where ablation was stopped. The left pulmonary vein anterior was ablated from the bottom to the roof along the left atrial appendage (laa). There were several episodes of the smarttouch sf catheter dropping into the laa and ablation was stopped. Contact forces generally ranged from 3-50 grams, but on several occasions, contact forces exceeded 60 grams. When contact forces exceeded 40 grams, the carto operator informed the physician. When contact forces continued to be high, ablation was stopped. After left pulmonary vein isolation was confirmed via lasso catheter, the patient became hypotensive and an effusion was detected via soundstar catheter. Pericardiocentesis yielded an unspecified amount of fluid and the blood pressure normalized. Physician then performed right pulmonary vein isolation from the roof to the bottom along the posterior, then bottom to roof along the anterior using 30 watts. After right pulmonary vein isolation, the patient became hypotensive again. Second pericardiocentesis yielded a total of 2300 ml. It was unclear if the pericardial fluid was arterial or venous. Soundstar catheter confirmed resolution of the effusion. Blood pressure normalized. There is no information regarding extended hospitalization. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician indicated that the site of injury and time of injury are unknown. It was noted that the adverse event may have occurred during ablation. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related or patient condition-related. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode with initial ablation at approximately 20-25 watts and 2nd ablation at 30 watts. There is no information regarding power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no product issues with the exception of the pentaray alert 116 (magnetic sensor error).